Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(4)) displayed a tcmid:06 (ce post failure) error message was not confirmed during functional testing and event log review. There were no device deficiencies found during the evaluation of the console and the device performed as intended. The initial functional testing passed all the functional test requirements with no error or fault. However, during further functional testing, the danfoss controller was observed degraded as a result of normal wear and tear, unrelated to the reported complaint. The thermogard console is a reusable device and was manufactured in june 2010 and is more than 10 years old, well beyond its expected serviceable life of 5 years. The danfoss controller was replaced to remedy the fault. During visual inspection of the thermogard console, it was noted that the casters and pump lid are loose and coldwell cap and coldwell drip tray gaskets are damaged and lid bumpers are broken, unrelated to the reported complaint. These types of physical damages could be due to wear and tear or could be attributed to user mishandling. The damaged parts were replaced to remedy the issue. Unrelated to the reported complaint, the event log review showed the occurrence of mid:11 (post nvram) likely due to the loose battery connection or due to the depleted battery and multiple tcmid:02 (ce danfoss error), due to degraded danfoss controller. The customer reported tcmid:06 error was not observed in the event log. The date and time on the event log were corrupted because the clock time was reset to the year 2000. The console's firmware was upgraded to remedy the issue. Following the repair, the thermogard console passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and functioned as intended.

Event description:
During training, the thermogard console (sn tgxp00524) displayed a tcmid:06 (ce post failure) error message. No patient involvement.